Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, air was observed to continuously leak from the side port on the sheath. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.